Event description:
A patient in a study underwent an ion lung biopsy of two lesions. During the procedure, after the ion catheter was removed, the patient experienced bleeding (nashville grade 2) which was resolved with an unidentified vasoactive medication and less than one minute of suctioning; the use of cold saline and wedging was not required. The patient was not taking antithrombic medications at the time. Lesion number one located in the right middle lobe measured 19 x 14 x 13 mm, was 19 mm from the pleura wall, 19 mm from the chest wall and 0 mm from the nearest major blood vessel. Lesion number two of the right lower lobe measured 12 x 12 x 15 mm, was 4 mm from the pleura wall, 12 mm from the chest wall, and was 15 mm from the nearest blood vessel. Tools used for both lesions were a cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). The procedure time was 60 minutes and was completed as planned with ion. Discharge occurred the same day of the procedure. Following discharge, there is no report of patient adverse event, re-admission or re-operation. Pathology results for both lesions were malignant adenocarcinoma. The study investigator reported the event as not a serious adverse event, a ctcae grade 2, having a causal relationship to the ion procedure, but not related to the patient's underlying disease status, not related to the ion system and not related to third-party tools.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 158 cm., body mass index (bmi) 30.4 kg/m2.